Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor system. No compromised force sensor system alarm was noted.

Event description:
The customer reported via phone call of low blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer treated with breakfast. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.